Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device's display blanked out. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. During disassembly of the device to determine root cause, the technician observed damage to the left side of the lcd display consistent with mis-handling. The lcd display was replaced to remedy the problem. Root cause could not be firmly established due to the observed damage. Analysis of reports of this type has not identified an increase in trend.